Manufacturer narrative:
(B)(4). Devices of multiple part/lot numbers were implanted during the procedure including: part: 876-716 / lot: unknown (x4). Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a clinical study control patient underwent an acdf procedure at level c5-c6. The following post-operative event was reported: post op visit date-(B)(6) 2004, ae onset date: (B)(6) 2004; ae description: given the fact the patient had no motion and no pain the fusion was not revised. Treatment: no; post op visit date - (B)(6) 2005 treatment: no; description: the patient appears to have delayed healing or delayed union with fracture of the graft. Post op visit date - (B)(6) 2006 radiographs show the possibility of a fibrous union at c5-6. Patient states neck is doing great. Post op visit date - (B)(6) 2008 ae onset date: (B)(6) 2008; ae description: patient has some neck pain into the right shoulder at times. Treatment: no; description: patient continues to do moderately well. Radiographs show no motion but pt still has a myolitic line through graft. This may represent a fibrous union. Post op visit date - (B)(6) 2010 medication: yes; other treatment: plain x-ray films additional treatment: flexeril 10mg qhs description: pt. Has persistent neck pain, headaches and pain into both shoulders. Plain radiographs show failed fusion at c5-6.